Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. 510(k) # is k062195.

Event description:
On (B)(6) 2011, the lay user/patient contacted lifescan (lfs) alleging that his onetouch ultra meter was reading inaccurately erratic. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported the alleged issue began on (B)(6) 2011 at 8:00pm. The patient reported blood glucose readings of "hi" with the subject meter, performed within 20 minutes of each other. The patient informed the cca that he manages his diabetes with insulin. Due to the alleged issue, the patient denied taking any action regarding his diabetes regimen. The patient claimed he was feeling chilly, sweaty, and went into a coma 5-10 minutes after the alleged issue began. According to the patient, at 8:30pm that evening he was hospitalized. At the time of his hospitalization, the patient reported he was tested by the ER/hospital meter with a result of "30 mg/dl" and was then administered IV glucose. At the time of troubleshooting, the cca noted the patient's process for testing was correct, the results obtained were from the same approved sample site, and the subject meter's unit of measure was set correctly. The patient informed the cca he did not have test strips available to verify whether the test strips were in good condition. Replacement products were sent to the patient. This complaint is being reported because the patient stated he obtained inaccurate reading(s) on the subject meter and reportedly became hypoglycemic requiring hcp intervention after the alleged meter issue began.